Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00016 on january 22, 2020, siemens filed the MDR 1219913-2020-00016 supplemental report 1 on february 13, 2020. On march 27, 2020 correction: in the initial MDR for section b6 for the advia centaur xpt platform, the assay run was inadvertently not notated. The assay that was run on the advia centaur xpt for the patient sample was tni-ultra. The corrected information: advia centaur xpt 1 tni-ultra results: 0.000, 0.008, and 0.010 ng/ml (negative). Advia centaur xpt 2 tni-ultra results: 0.004 ng/ml (negative). On march 27, 2020 additional infromation: the customer reported results on a patient which were elevated on tnih but negative (<99th% cutoff) for an alternate method and the advia centaur xpt tni-ultra. The quality control (qc) was in range on all methods and sample results were reproducible on each method so this is sample related. The alternate method is a troponin t method and not troponin I such as tnih and tni-ultra, so there can be differences in antibody binding and sensitivity/specificity which can cause differences in recovery between tnih and the alternate method. The patient samples were sent to siemens for additional testing. Siemens ran the samples on lot 032 for tnih and lot 164 for tni-ultra. The samples were run on tnih neat, 1:5, 1:10 dilution and treated with heterophile binding tube (hbt) and were also run neat on tni-ultra. Results: sid tnih (pg/ml) lot 032 tniul (ng/ml) lot 164 neat 1:5 diluted 1:10 diluted hbt treated neat sample 2.1.2 220.28 266.54 333.30 203.04 0.023 sample 2.2 226.90 279.25 282.50 186.58 0.029 the neat results reproduced what the customer observed. The tnih results were elevated and tni-ultra results were below the 99th% /normal. The serial dilutions and hbt tube did not lower the tnih results as would happen if an interfering substance were present. Specimens from patients taking high dose biotin therapy can give depressed results for tni-ultra, however the low/negative results are believed to be correct, so biotin interference is not suspected. While the root cause of the elevated tnih results cannot be determined we cannot rule out other medical conditions both cardiac and non-cardiac that can cause an elevation in tnih in the absence of myocardial infarction per the instructions for use. The IFU states in the elevated tni values in patients without ami section: "elevated tni values in patients without ami there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00015 supplemental report 2, MDR 1219913-2020-00017 supplemental report 2, MDR 1219913-2020-00018 supplemental report 2, MDR 1219913-2020-00019 supplemental report 2, MDR 1219913-2020-00020 supplemental report 2, and MDR 1219913-2020-00021 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00016 on january 22, 2020, january 23, 2020 additional information: the quality control was reviewed for january 7, 2020. The qc was in range for the atellica im (tnih) and advia centaur xpt (tni-ultra) systems. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The sample has been received and testing is in process. MDR 1219913-2020-00015 supplemental report 1, MDR 1219913-2020-00017 supplemental report 1, MDR 1219913-2020-00018 supplemental report 1, MDR 1219913-2020-00019 supplemental report 1, MDR 1219913-2020-00020 supplemental report 1, and MDR 1219913-2020-00021 supplemental report 1 were filed for the same event.

Manufacturer narrative:
The cause for the discordant tnih results is being investigated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00015 (initial result on atellica 1), MDR 1219913-2020-00017 (2nd repeat result on atellica 1), MDR 1219913-2020-00018 (initial result on atellica 2), MDR 1219913-2020-00019 (1st repeat result on atellica 2), MDR 1219913-2020-00020 (2nd repeat result on atellica 2) and MDR 1219913-2020-00021 (3rd repeat result on atellica 2) were filed for the same event.

Event description:
False positive atellica im high-sensitivity troponin I (tnih) results were obtained on a patient sample. The patient sample was repeated on another atellica im analyzer and the results were positive. The results were discordant with the negative results on the advia centaur xpt. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant tnih results.